Manufacturer narrative:
Manufacturer site evaluation: up to now, the implants are not available for investigation, furthermore we did not know the reference code, as well as the batch number. There are no x-ray figures available. Investigation- no product at hand - therefore an investigation is not possible. Pictorial documentation- there are no pictures available. Batch history review- a review of the device quality and manufacturing history records is not possible because the material number as well as the batch number is unknown. Conclusion and root cause- based on the information available it is not possible to determine a possible root cause for the failure. Rationale - in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action- a product safety case (psc) has been opened. Any action will be addressed with this case.

Event description:
No additional patient information was provided.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with knee implants, vega system. As a result of having the product implanted, the patient has experienced knee pain and stiffness especially when climbing the stairs. It was noted that computed tomography (CT) scan results and x-rays showed loosening of the implant components. The pre- and post-operative diagnosis was mechanical loosening of internal left knee prosthetic joint sequela. The primary surgery was on (B)(6) 2015, and the revision surgery occurred on (B)(6) 2019. If additional information is received, the report will be updated. The adverse event is filed under (B)(4).